Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. Prior to use, the nurse noted that a strand of hair was found on the paper suture packaging. The suture inside was not used. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/29/2020.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/11/2020. A manufacturing record evaluation was performed for the finished device lot number al9123, and no non conformances / manufacturing irregularities were identified. Additional h3 investigation summary: it was received for analysis an opened sample of product code w9915, lot al9123. During visual inspection of the sample received, a petri dish with a labeled winding former with a needle-suture combination and a hair was observed. In addition, the hair was separate of the sample and was not possible determine if the hair was placed in the sample. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the sample received, it could not be determined what may have caused the reported incident. One photo was received for analysis. Upon visual inspection of the picture, a foreign matter that appears to be hair on a labeled winding former with a needle-suture of product code w9915 could be observed. However, no conclusion could be reach as the sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.